Event description:
A complaint was reported regarding pain in the abdomen. The pt's doctor is treating the pain with injection therapy.

Manufacturer narrative:
The system remains implanted in the pt. The pt is reportedly doing well. This is the final report.